Event description:
It was reported that an insulin infusion was programmed at a rate of 5.9ml/hr with total volume to be infused of 5.9ml so that the infusion would run in an hour and go into keep vein open (kvo) rate. However, when the nurse came back into the room, it was found that the pump was running at 20ml/hr in kvo. It then reported that the devices were not sequestered. The hospital's biomed did some tests on a different pump. It was found that anytime an insulin infusion rate is less than 20ml/hr, it would go into kvo rate and stay at whatever rate was programmed. However, when the biomed programmed an insulin infusion is greater than 20ml/hr and goes to kvo mode, the rate would be 20ml/hr, which is the kvo rate. There was patient involvement but the information on patient harm is not known.

Manufacturer narrative:
Omit:(B)(6) - inaccurate delivery (2339) additional information:imdrf annex a,g codes.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that an insulin infusion was programmed at a rate of 5.9ml/hr with total volume to be infused of 5.9ml so that the infusion would run in an hour and go into keep vein open (kvo) rate. However, when the nurse came back into the room, it was found that the pump was running at 20ml/hr in kvo. It then reported that the devices were not sequestered. The hospital's biomed did some tests on a different pump. It was found that anytime an insulin infusion rate is less than 20ml/hr, it would go into kvo rate and stay at whatever rate was programmed. However, when the biomed programmed an insulin infusion is greater than 20ml/hr and goes to kvo mode, the rate would be 20ml/hr, which is the kvo rate. There was patient involvement but the information on patient harm is not known.